Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header confirmed that it was separated from the device but, the feedthru wires between the header and device case were still intact. Both electrocautery and tool marks were found on the casing surface. The device memory was reviewed and revealed that the device was operating normally while it was implanted. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis confirmed that the header was separated from the device as a result of the explantation procedure. The device was within specification during all testing and was confirmed to be operating normally while it was implanted. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. This device was manufactured prior to the manufacturing changes.

Event description:
Boston scientific crm received information that during the normal replacement of this implantable cardioverter defibrillator (ICD), there were difficulties removing the device that had been implanted under the pectoral muscle. Once the ICD was explanted, the header came away from the device case. No adverse patient effects were reported.

Event description:
The ICD was returned.

Manufacturer narrative:
The ICD was successfully replaced and will be returned for laboratory analysis. No additional information is available. Once the device has been returned and analysis completed, this report will be updated.